Event description:
Faciliity alleges dialyzer clotted during dialysis. Device changed out three times due to high arterial pressure. All dialyzers from same lot. Estimated blood loss 7100 cc. Pt successfully dialyzed with a different lot dialyzer. No further intervention required.